Event description:
Boston scientific received information that during a normal patient follow up, it was noted that this right ventricular (rv) defibrillation lead and device exhibited shock impedance measurements above 125 ohms. The shock impedance was checked again several times and measurements fluctuated between 97 to above 125 ohms. When the shock vector was reprogrammed, the shock impedance measurements were within an acceptable range. The lead and device remain implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.